Event description:
It was reported that the l11 loaner displays a e-23 code with a blue light when turned on. The unit was restarted twice and both times they waited more than 15 seconds.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: no light output confirmed failure: crushed or damaged front panel replace display/front board probable root cause: light engine malfunction main board, receptacle board, or front board malfunction damaged or missing esst spring incorrect/no communication with 1688 overheating power supply malfunction software malfunction hf/rf interference cybersecurity attack. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the l11 loaner displays a e-23 code with a blue light when turned on. The unit was restarted twice and both times they waited more than 15 seconds.